Manufacturer narrative:
The reported event of ¿breakdown (mechanical) of cardiac electrode¿ was not confirmed. As received, a partial lead was returned in two pieces. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in the hospital for a lead revision. The patient's right ventricular (rv) was damaged due to a mechanical breakdown. The rv lead was explanted and replaced. No patient symptoms were reported.